Event description:
The pt was found with a larger area of breakdown around nose. Pt had been on mask CPAP via aladdin. The rn and respiratory therapsit all are aware. The pt was taken off CPAP and placed in oxyhood for oxygen administration.